Event description:
It was reported that stent fractures occurred that required placement of another stent. On (B)(6) 2025, three eluvia drug-eluting stents were successfully implanted in the superficial femoral artery. The target lesion was 70% stenosed, moderately tortuous and moderately calcified superficial femoral artery. However, during a follow-up evaluation on (B)(6) 2026, it was observed that the three stents had fractured. A non-bsc stent was selected to be implanted over the three fractured eluvia stents. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device analysis: the device remains implanted in the patient; therefore, product analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a review of the eluvia device confirmed that the reported event of stent fracture is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: updated: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that stent fractures occurred that required placement of another stent. On (B)(6) 2025, three eluvia drug-eluting stents were successfully implanted in the superficial femoral artery. The target lesion was 70% stenosed, moderately tortuous and moderately calcified superficial femoral artery. However, during a follow-up evaluation on (B)(6) 2026, it was observed that the three stents had fractured. A non-bsc stent was selected to be implanted over the three fractured eluvia stents. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.